Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was not returned to maquet cardiac surgery for investigation; however, photographs were provided by the account. A photographic evaluation was conducted. Product information was observed. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire or the hot jaw clear silicone insulation. The clear silicone insulation on the cold jaw was observed to be peeled and detached from the cold jaw, exposing the entire length of the cold jaw. No other visual defects were observed in the photographs. Based on the photographic evaluation, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000436457 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that vasoview hemopro 2 did not get "hot". The silicone boot at the tip of the jaw fell off at the start of the procedure. They opened a new device to complete case. Per photos provided by the complainant, it is observed the silicone boot is not attached to the heater wire.